Event description:
It was reported that the surgeon implanted an enhance intraocular lens (iol) that had a rough edge which tore a bit of the patient's capsular bag. No further information was provided.

Manufacturer narrative:
Unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is prior to mar 14, 2024. Serial number: unknown; requested but not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: unknown, information was requested but not provided. If explanted, give date: unknown, information was requested but not provided. The device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.